Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received: it was reported that prior to use the 980 ventilator experienced exhalation valve assembly (eva) failure out of box (foob). The device was available for evaluation: the service personnel (sp) inspected the ventilator and observed that the eva was foob. So, sp replaced the eva. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva; no anomalies were observed. The eva was attached to the test ventilator and powered up. While performing calibrations, the unit failed the ¿exhalation valve calibration¿ with the "expiratory autozero failed" message. The fault was isolated to the pressure sensor(ps1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. Investigation determines if ps1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty ps1 on the exhalation sensor pcba of eva. The event is included in a data m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to us the 980 ventilator experienced exhalation valve assembly (eva) failure out of box (foob). There was no patient involved.